Event description:
It was reported that during the explant procedure for the right ventricular (rv) lead, this right atrial (ra) lead got tied up with the rv lead. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damage on the surface only. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the explant procedure for the right ventricular (rv) lead, this right atrial (ra) lead got tied up with the rv lead. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.